Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at pump refills, the nurse was getting more drug than what was expected. A possible propellant issue was suspected. A dye study was performed and no dye spread was noted. The pump and catheter were replaced. No patient symptoms or outcome was reported. The drug contained in the pump was not reported.